Manufacturer narrative:
Correction: the following fields were corrected: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. H6: investigation summary: a DHR review could not be performed since lot number information was not received, the complaint information only contains the family product and item. However, a review of the ncmr¿s was performed; the result showed there were no issues reported for missing part (lids) for the same part number (305487) throughout the previous twelve months. According to the information gathered in this investigation, there is no evidence to consider this issue as related to the manufacturing process. Nevertheless, we can determine that this product could have had significant handling by the distributor when sending to customer. It is possible that a non-controlled handling process of product is being done within the distributor facilities. For this reason, it can be concluded that there are too many variables that could have generated this failure mode due to the way the distributor handles product during a repackaging process, partial sells or using different packages. Also, the controls to handle remaining material is unknown. Root cause unknown, based on above findings it can be determine that root cause is not associated to manufacturing process. Based on the information provided it isn¿t possible to confirm a root cause for the failure mode. There is no evidence that the issue is related to the manufacturing process. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing parts (lids). Furthermore, there isn¿t information regarding a controlled method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured for tracking and trending purposes. H3 other text : see h10

Event description:
It was reported when using the bd sharps coll 1.5qt red the lids were missing. This event occurred 2 times. The following information was provided by the initial reporter. The customer reported "two lids were missing."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sharps coll 1.5qt red the lids were missing. This event occurred 2 times. The following information was provided by the initial reporter. The customer reported "two lids were missing."